Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sub total gastrectomy procedure. For the second firing, used a manual stapling handle and reload. The surgeon squeezed the handle and fully fired the device. However, could not resect nor staple the tip of the line. The procedure was completed with manual suturing. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.